Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 549 mg/dl with high ketones due to needing settings adjustment. As a result, customer went to the emergency room (ER) where they were treated with saline and an insulin shot. Customer was released from the ER 5 hours later with a bg of 279 mg/dl. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.